Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 400 mg/dl at the time of incident. Customer experienced no symptoms for high blood glucose event. Customer was treated with manual injection for high blood glucose level. Customer was assisted with troubleshooting for high blood glucose level. The insulin pump will be returned for analysis.